Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy it was noticed that the kirschner wire does not fit into the drill bit. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was determined that the distal ends of the flutes of the cannulated drill bit, 3.0 mm (mini hudson), reusable were warped. Functional testing was performed with pin .066, but it did not go through because the tip was damaged. The most likely cause of this failure is wear and tear damage incurred over repeated usage.